Event description:
As of the date of this report, the patient was still having concerns regarding her device or therapy, but was working with her doctor. The patient had an appointment scheduled for (B)(6) 2015.

Event description:
The patient stated that her ¿pump isn¿t working right¿. It had been going on for a couple of weeks. The device system was delivering morphine. The patient symptoms, additional information regarding the event, the interventions and the outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).